Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. One 20fr tri-funnel replacement gastrostomy feeding tube was returned. A visual and microscopic evaluation was perfumed. Residue was observed throughout the sample. A small, circumferentially aligned split was observed on the proximal end of the balloon. The center of the balloon was observed to be stretched out with slight distended shape memory. The observed sample condition is consistent with a balloon burst. Therefore, the investigation is unconfirmed for feeding tube dislodgement and confirmed for balloon rupture. The balloon rupture likely contributed to the reported dislodgement. However, a definitive root cause of the balloon rupture could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Possible contributing factors include external manipulation, improper size, improper placement and/or over inflation; however, the return sample could not confirm the definitive root cause(s). The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 000720 enteral feeding approximately three weeks post placement the feeding tube allegedly dislodged from the patient. Reportedly, a new feeding tube was inserted. This report was received from one source. This event involved one patient whose age, weight and gender was not provided. Patient had no reported patient injury.